Event description:
It was reported that there was a rise in thresholds. It was noted the left ventricular (lv) lead was plugged into the right ventricular (rv) port. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID addrl1 implantable pulse generator (ipg) implanted: 2010 (B)(6); product ID 5076-45 implantable pacing lead implanted: 2010 (B)(6). (B)(4).